Event description:
It was reported that the patient underwent a minimally invasive transforaminal lumbar interbody fusion at l4-5. It was reported that after final tightening of the set screws, it was noticed that the rod was not completely seated in the bone screws. An additional incision was made to retrieve the rod and replace it in the bone screws. No additional patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.